Manufacturer narrative:
The pump alarmed failed battery test due to a corroded battery tube. Unable to perform the operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the failed battery test alarm. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a recurring failed battery test even after they installed a replacement battery cap. Blood glucose level at the time of the incident was 204 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.